Event description:
The advocate called on behalf of a (B) (6) customer. She stated that the customer had received a low blood glucose reading of 0.9 mmol/l (16 mg/dl) using her contour link meter. The advocate did not think the customer's glucose was that low, so she retested using another meter. The other meter read 22.5 mmol/l (405 mg/dl). The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.